Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the screw of the right atrial (ra) lead could not be screwed out and fixed in the right atrial appendage. The first ten turns of the screw did not gradually screw out and then all the screws were suddenly screwed out. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.